Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the patient was 73 years old at the time of study enrollment.

Event description:
(B)(4) elegance. It was reported that the subject experienced a dissection as a result of the sterling balloon. The subject underwent treatment with the eluvia drug-eluting stents and ranger drug-coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion (001) was in the left proximal superficial femoral artery (sfa), left mid sfa, left distal sfa, left proximal popliteal artery, extending up to left mid popliteal artery. The target lesion had a proximal reference vessel diameter of 6.5 mm, a 5.5 mm distal reference vessel diameter, and a lesion length of 250 mm. The target lesion was 100% stenosed and was classified as tasc ii d lesion. Prior to the treatment of target lesion with the study device, pre-dilation was performed by using 4 mm x 220 mm and 6 mm x 120 mm sterling over the wire pta balloon. Treatment of target lesion was performed by dilation using study devices, placement of two 7 mm x 120 mm, one 7 mm x 60 mm, and one 7 mm x 80 mm eluvia drug-eluting stents, followed by 6 mm x 120 mm ranger drug-coated balloon angioplasty. Following which, post-treatment was performed with placement of a 7 mm x 250 mm non-boston scientific stent and balloon dilation was performed by using a 6 mm x 60 mm non-boston scientific balloon, 7 mm x 80 mm sterling over the wire pta balloon, and 7 mm mustang balloon. On (B)(6) 2023, during index procedure, occlusion noted in the left common femoral artery and sfa were treated with endarterectomy followed by pre-dilation of sfa and popliteal artery using 4mm x 220 mm sterling pta and angioplasty of left sfa with 6mm x 120 mm sterling balloon. Due to extensive calcific disease and multiple dissection planes, 7mm x 120 mm eluvia stent was placed from left distal sfa to proximal sfa. Subsequently, angiography performed revealed under expansion of the 7 mm x 120 mm eluvia drug eluting stent. Following which, the stent was extended to endarterectomized portion of left sfa with 7 mmx 120 mm and 7 mm x 60 mm eluvia drug eluting stents in overlapping manner. Subsequently, post dilation of stents including under expanded stent were performed using 7 mm x 80 mm sterling balloon. However, angiography revealed sluggish flow through sfa stent hence, attempt was made to expand the stent with lithotripsy using 6 mm x 60 mm balloon. Repeat angiography performed revealed flow limiting dissection of grade e in the left above knee popliteal artery due to 6mm x 120mm sterling balloon which was then treated with placement of 7mm x 80mm eluvia drug eluting stent. Post procedure, angiography performed revealed filling defect with possible thrombus in the mid segment of left sfa stent. Given the under expanded stent and possible thrombus, 7 mm x 250 mm non-boston scientific stent was deployed from above knee popliteal artery to the proximal sfa. Following which aggressive angioplasty was performed to treat the under expanded stent with 7 mm mustang balloon which resulted in the full expansion of the sfa stent. Angiography performed revealed sluggish flow in the sfa stent with no evidence of residual stenosis or thrombus. On the same day, the event was considered to be resolved. On (B)(6) 2023, the subject was discharged from the hospital.